Event description:
Surgery performed during event: intramedullary rod of the left tibia under fluoroscopy. Event: while utilizing a medullary alignment tube with a 6.3mm stainless steel ring, the ring dislodged during use. The ring was irretrievable from the far distal tibia and remains in the patient. The patient was notified.